Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2008 that an gi retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient's age, gender, and weight are unknown). According to the complainant, the balloon was inflated, then it burst in the bile duct. The patient's condition was unknown as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and the device lot number; therefore, the device manufacture date and expiration dates. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.